Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated had their programmer replaced and when the replacement arrived, it wasn't set on the same program. They almost went crazy because it tore them up "until they could get it cut off." The patient clarified that it was pulsating too strong in the vaginal area, was shocking them, and was painful. This occurred in (B)(6) 2017. It was indicated that they went to the healthcare provider's (hcp) office and had them try to set it correctly. The hcp put them on a different program, and it hadn't gotten straightened out yet. The patient mentioned that they planned to follow-up with a new hcp two weeks after the bypass surgery was done. In response to a follow-up letter received, the patient stated that they didn't remember ever mentioning any interstim setting problems when they were originally reporting their lost/stolen programmer. There were no further complications reported as a result of this event. The indication for use was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had a wire replaced in 2014 internally. The patient¿s healthcare provider reset their setting and the setting was torturous. The patient was having a gastric bypass on (B)(6) 2017. No further complications were reported/anticipated.